Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the device and its attachment have wedged and can no longer be separated. There was no harm for patient, operator or third party reported. There was no case involvement reported. No further information received. Update kpilz 05-sep-2024: it was reported that during an acl surgery the device and its attachment have wedged and can no longer be separated. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
It was reported that the device and its attachment have wedged and can no longer be separated. The manufacturer evaluation revealed that it is not possible to connect the ar-400sag with the ar-400 due to a defective and worn coupling on the shaft which resulted in the reported event. The most likely cause has been attributed to a fall damage when the ar-400sag was still connected with the ar-400